Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 mpxr 865091 (rep, hcp, for): it was reported that during a dbs bilateral implant, in both sides (left and right), after the closure of the stimloc the hcp found the leads were deeper than the intended position before closing the stimlocs. They were able to close the clip and the cover, but they had the impression that the cover pushed the lead deeper since it was not completely blocked by the clip (it closed but not too tight). Due to those issues they had to reposition the leads increasing the operation time. There were no symptoms for the patient.

Event description:
Additional information was received indicating the cause of the stimloc issue was not determined. The procedure took 45 minutes longer because of the stimloc closure issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.